Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. The scopes are pre-cleaned by aspirating water through the instrument/suction channel. The detergent used for pre-cleaning is aniosyme x3. The instrument/suction channel, the suction cylinder, the instrument channel port, and the distal end/ areas around elevator are manually cleaned using an asept inmed (kit: 201790) brush. The automated endoscope reprocessor (aer) used is a soluscope 4, utilizing soluscope cln detergent and soluscope paa disinfectant. The scopes are stored vertically in a simple cabinet (no drying function). Olympus is the maintenance company for the scope. The scopes are not sterilized. After the device was returned to olympus, it was sent to an independent laboratory for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Greater than 100 cfus of revivable micro-organisms were identified. As a result of the test results, the scope will undergo additional culturing, which is currently pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 80 colony forming units (cfus) of unidentified germs. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided from the user: flushing was not performed for air/water channel/auxiliary water channel at precleaning. The following was result of the culture test, performed at the third-party labs, provided from olympus: sep 09, 2022. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: champignons filamenteux, coagulase negative staphylococcus oct 14, 2022: sampling from: all channels. Cfu: 2cfu. Bacterial identification: gram positive bacteria. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: distal end cap cover --- scratch; air/water cylinder --- scratched; suction cylinder --- scratched; scope connector cover --- scratches; universal cord --- buckles; channel mount --- wear and tear; specified angle and orientation achieved up/down/right/left failed; suction function 26,7kpa specify suction flow (ml/min) failed; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely insufficient reprocessing was due to physical damage of the device olympus replaced the biopsy channel, channel mount, and scope connector of the subject device, reprocessed the device, and ordered culture test to the third-party labs. The detected bacteria were lower than the standard value. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.